Event description:
A customer contacted beckman coulter customer technical support (cts) to report instrument-to-instrument discrepancies for troponin (accutni) reruns. An archive data file was attached to this complaint for the access 2 immunoassay system instrument, sn (B)(4), which included accutni results for multiple patient samples, and which had not been previously reported to bec. Based on the attached file, the accutni results crossed clinical reference ranges or were imprecise. Initial results were not reported outside of the laboratory, as customer has a rerun protocol for non-reproducible accutni results. The original patient samples were re-tested and repeated results were lower for all patients. This MDR report is submitted for the event which occurred on (B)(6) 2012. There was no death or injury as a result of this event.

Manufacturer narrative:
The customer stated the original patient sample is aliquoted from the primary tube to a secondary tube, re-centrifuged the sample, aliquot, and re-test the sample in duplicate. Quality control (qc) recovered within specifications. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse performed system check, high sensitivity (hs) system check, wet/dry test and 20-point low-end precision test for accutni. The fse verified the unit conformed to the manufacture's performance specifications. The cause of the event is inconclusive. The following mdrs are being submitted for this event that occurred at this customer site: 2122870-2012-00961, 2122870-2012-00979, 2122870-2012-00980, 2122870-2012-00981, 2122870-2012-00982, 2122870-2012-00983.